Manufacturer narrative:
One smiths medical cadd®-solis ambulatory infusion pump was returned for analysis. The device record revealed multiple high pressure messages. The pump visually inspected and tested for signs of function / pressure. The complaint was verified. A bubble was found visisble on the downstream sensor's seal. Delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. Based on the evidence, it is unknown as to what caused the complaint.

Event description:
Information was received indicating that the seal to a smiths medical cadd®-solis ambulatory infusion pump was reported to bubble; causing accuracy issue. There were no reported adverse effects.